Manufacturer narrative:
Investigation summary no product returned. No data logs available. Clinical states after rp flex was inserted, patient became progressively more hypotensive and bradycardic. Flows continued to worsen while on support despite blood given and pump repositioning. They suspected thrombus ingestion. No cannula kinks noted. Pt had end organ failure prior to case start. Patient prognosis poor and family moving towards comfort measures and patient ultimately expires. Bradycardia / thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension / cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: no product or data logs available. The cause of the low flow was not determined due to lack of product and data logs returned for investigation. Device history review: device sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Clinical assessment: an 82-year-old male patient was admitted for coronary artery bypass grafting and valve surgery. The patient showed signs of right ventricular failure and the decision was made to insert an impella rp flex. After the pump was inserted, the patient became progressively more hypotensive and bradycardic, ultimately suffering a cardiac arrest requiring resuscitation. The device position was checked with both echocardiography and fluoroscopy and the device was shown to be in good position. However, device flows were limited and didn't improve despite volume management. A pump thrombosis was suspected to have happened during resuscitation. Due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella rp flex. Engineering assessment: device flows decreased to 2.5 lpm. The team felt that flows would improve after the patient was administered blood but flows progressively got worse. Possible that pump ingested thrombus. Team/family did not wish to replace device at this time. Patient prognosis poor and moved toward comfort measures. Patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was implanted with an impella rp flex for support during a high risk cardiac procedure. It was reported that after an impella rp flex was inserted, the patient became progressively more hypotensive and bradycardic. The patient arrested requiring cardiopulmonary resuscitation. The device position was checked with transesophageal echocardiogram and fluoroscopy and showed to be in good position. However device flows now are down to 2.5 liters per minute. The dialysis line was removed during the same time. The patient arrived to catheterization lab for impella rp flex placement with blood infusing for low hemoglobin and hematocrit. The team felt once blood was administered, device flows would improve. Throughout the afternoon flows progressively got worse. It was felt that the pump may have ingested a thrombus during the code. The team/family did not wish to replace the device at this time. The patient prognosis was poor and the family was moving towards comfort measures.